Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC stylet broke off in patient. No other information was provided. Additional information provided 05/09/2024: it was reported part of stylet broke off in PICC that is still in patient. PICC must be removed and restarted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken stylet was confirmed. The product returned for evaluation was one 5fr tl powerpicc solo catheter. Inspection of the catheter found that a broken off portion of a 3cg stylet was present inside the catheter tubing of the red lumen. The stylet was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: ¿ microscopic examination revealed deformation of the stylet tubing at magnet edge(s) ¿ kinking of the surrounding stylet tubing, located at magnet interface(s) measurements of the stylet tubing and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC stylet broke off in patient. No other information was provided. Additional information provided 05/09/2024: it was reported part of stylet broke off in PICC that is still in patient. PICC must be removed and restarted.